Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple temperature alarms while the pump was not exposed to abnormal temperature conditions. Reportedly, the alarms continued to occur. The customer's blood glucose level ranged between 70-120 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.